Event description:
While reviewing an article published in the journal of arthroplasty, it was noted that a pt with a tm patella presented with persistent anterior knee pain and mechanical symptoms of locking and catching. Exploration revealed a loose patellar component with no evidence of infection or misalignment. The pt was revised to an all-polyethylene cemented patellar component. Article: "midterm results of a porous tantalum monoblock tibia component" by anthony s. Unger, md and john p. Duggan, md. The journal of arthroplasty vol 00 no 0 2010.

Manufacturer narrative:
No further info is presently available. Based on info cited in the article attempts are being made to obtain details. Should additional info be made available, this report will be updated.